Manufacturer narrative:
Patient race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced ventricular tachycardia during support. The patient was treated by shock/defibrillation. Additionally, the patient experienced limb ischemia treated by a distal perfusion catheter line placement. Additional information noted the patient expired on support.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricular tachycardia and limb ischemia could not be determined.